Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac arrest was unrelated to the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to cardiac arrest. A remote transmission showed that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained high rate episodes and short v-v counts. In addition, the lead had chronically low r waves and possible intermittent undersensing affecting detection/therapy. The lead remains in use. No further patient complications have been reported as a result of this event.